Manufacturer narrative:
Updated e1: initial reporter. The device was not returned for analysis, however a photo of the device confirmed a detached sheath.

Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in the moderately tortuous and heavily calcified vessel. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. Intravascular ultrasound imaging (ivus) was started after a chronic total occlusion artery was opened and ballooned. During the withdrawal, the physician felt a resistance. When the device was removed, it was noticed that the clear distal part of the sheath that covers the transducer drive shaft had sheared off and was left in the body. The detached device was not removed even with a snare. The procedure was completed successfully. No patient complications were reported. It was further reported that the target lesion was located in the left anterior descending artery.

Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in the moderately tortuous and heavily calcified vessel. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. Intravascular ultrasound imaging (ivus) was started after a chronic total occlusion artery was opened and ballooned. During the withdrawal, the physician felt a resistance. When the device was removed, it was noticed that the clear distal part of the sheath that covers the transducer drive shaft had sheared off and was left in the body. The detached device was not removed even with a snare. The procedure was completed successfully. No patient complications were reported.